Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced flow issues. The following information was provided by the initial reporter: paediatric patient having theatre requiring IV fluids. 22g cannula in hand with tuta anti reflux valve and then IV infusion set 2420-0007. No free flow of IV fluid through gravity setup into patient. Anaesthetist went through normal trouble shooting, cannula flushing well with anti reflux valve and no resistance in flow felt. IV set flushed with normal saline from smart site port above pumping segment and high resistance felt. IV line replaced with new set and connected up and flowing well with with no issues.

Manufacturer narrative:
The following are potential lot numbers: d4: medical device lot #: 20065146 h4: device manufacture date: 2020-06-01 d4: medical device lot #: 20105843 h4: device manufacture date:date:2020-10-07 d4: medical device lot #: 20105923 h4: device manufacture date: 2020-10-08 the following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-19 h6: investigation summary one 2420-0007 sample was received for investigation in opened packaging with residual fluid present; the drip chamber of the set appeared to have been removed and was not returned with the rest of the infusion set. The customer provided the lot number of the affected product 20106843, however this did not appear to be related to the 2420-0007 set; additionally the packaging label was damaged and the product information was not available. A review of the laser ID from the smartsite component indicates the affected lot number to be 20065146, 20105843 or 20105923. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A visual inspection of the received sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by priming the sample with fluid and by flushing each smartsite component with a 50ml bd plastipak syringe from retained stock; no occlusion or flow resistance was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20065146, 20105843 and 20105923 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance as no occlusions were identified with the returned sample. In this instance the connecting product in use at the time of the customer's experience were not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. H3 other text : see h10.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 20106843 was provided by the initial reporter device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced flow issues. The following information was provided by the initial reporter: paediatric patient having theatre requiring IV fluids. 22g cannula in hand with tuta anti reflux valve and then IV infusion set 2420-0007. No free flow of IV fluid through gravity setup into patient. Anaesthetist went through normal trouble shooting, cannula flushing well with anti reflux valve and no resistance in flow felt. IV set flushed with normal saline from smart site port above pumping segment and high resistance felt. IV line replaced with new set and connected up and flowing well with with no issues.